Manufacturer narrative:
The device was returned for analysis. The difficulty was confirmed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide is being filed under a separate medwatch report number.

Event description:
It was reported the proglide failed to deploy. A second device was used to achieve hemostasis. Additional information was received: a second proglide was returned and appeared to have been used and a potential device malfunction was observed. Follow-up information reported that it could have been used in the same procedure; however, no specific device malfunction was reported. No additional information was provided.